Manufacturer narrative:
(B)(4). The device was manufactured march 25, 2015 ¿ march 27, 2015. The device was received for evaluation. Visual inspection revealed a white particle approximately 2.09 mm in length, floating in the bladder of the device. Fourier transform infrared spectroscopy identified the particle to be acrylic. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were white floating particles in a small volume intermate. This was observed after compounding with an antibiotic solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.